Event description:
It was reported that a patient with an implantable cardiac defibrillator died five months after implant. The cause of death is arrhythmia. Follow up revealed that the patient had been admitted to the psychiatric unit of the hospital, had an argument with the physician. The next day the patient came into the emergency department and died of the arrhythmia.

Event description:
It was reported that a patient with an implantable cardiac defibrillator died five months after implant. The cause of death is arrhythmia. Follow up revealed that the patient had been admitted to the psychiatric unit of the hospital, had an argument with the physician, and left the hospital. The next day, the patient came into the emergency department and died of the arrhythmia.

Manufacturer narrative:
Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed the data. There were no anomalies found. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the helic was bent/distorted. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that all the conductors had blood/body fluid (not obstructing). This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.